Event description:
Customer alleged (B)(4) leg rest bracket chrome is peeling off. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown at this time. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that he received a leg rest and the bracket was peeling chrome. This is an out of box failure. The component did not make it onto a wheelchair or into the possession of a consumer. No injury reported.